Event description:
Reporter states, "when the nurse opened the outer box she noted a puncture in the inner sterile package. "There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event. An alternate implant was used.

Manufacturer narrative:
Summary of evaluation: evaluation results verified the complaint but suggest that this event is an isolated case and likely associated with abnormal handling of the packaged product.